Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked, unresponsive screen that prevented operation, and the user transitioned to multiple daily injections while awaiting a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health beyond temporary interruption of pump therapy. Investigation included customer interview, shipping of a replacement device, return of the original device, and data handling guidance. Investigation of this case revealed physical damage to the display/interface consistent with accidental drop, rendering the user interface nonfunctional and necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.